Manufacturer narrative:
Continuation of d10: product ID 309201 lot# 60609962 serial# unknown product type screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 309201, serial/lot #: unknown/(B)(6), ubd: 19-sep-2026, UDI#: (B)(4). H3: analysis of the returned 309201 lead (l/n: 60609962) confirmed that the distal end of the lead was bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient's trial began on (B)(6) 2025. It was reported that the trial lead had issues right out of the box. The tip of the stylet was approximately 1.5cm beyond the tip of the lead. The cause of the issue was not known. The issue was reported as being resolved.

Manufacturer narrative:
Continuation of d10: product ID 309201 lot# 60609962 serial# unknown: product type screening device. Product ID neu_stylet_acc serial# unknown: product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.